Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the paramedics were called for his low blood glucose levels. Customer stated that his low blood glucose was not pump related. Customer stated that he treated his blood glucose with a manual injection. Customer reported that the insulin pump excessively alarmed no delivery during prime. Customer's blood glucose reading was 278 mg/dl. Customer stated that insulin finally exited from the tubing with a manual plunger push. Replacement product is being sent.